Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutoff. The customer's blood glucose (bg) level was impacted (400 mg/dl) the customer took a manual injection to stabilize bg level. During troubleshooting with tandem technical support, review of the pump data revealed multiple low power alerts/alarms, the pump shut off due to insufficient battery power. Reportedly, the customer did not hear the alarms while sleeping. Tandem technical support had the customer set the pump volume from "low" to "high" in the volume settings and customer verified that the volume on pump was working.